Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a transforaminal lumbar interbody fusion (tlif), the imaging system became unresponsive when attempting to perform 3d image acquisitions. It was noted that the imaging system was also unresponsive while performing a 2d image acquisition. The imaging system was restarted with resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient weight added.